Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿, there was carryover. The following was provided by the initial reporter: adverse event questions copied from smax hazard, injury or erroneous results? No. Carryover on loader sample.

Event description:
It was reported that while using bd facslyric¿, there was carryover. The following was provided by the initial reporter: adverse event questions copied from smax hazard, injury or erroneous results? No. Carryover on loader sample.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part#: 663029, serial#: (B)(6). Problem statement: customer reported complaint regarding carryover. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 31aug2021 to 31aug2022. Complaint trend: there are 12 complaints related to the issue of carry over; date range from 31aug2021 to 31aug2022. Manufacturing device history record (DHR) review: DHR part#: 663029, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to an alignment issue. The customer reported a complaint regarding carryover on loader sample. The field service representative (fsr) performed carryover test, a laser alignment and qc characterization. No parts were requested for evaluation as there was no parts replaced. After the repair, the instrument was tested and was performing as expected. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #: 23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2021. Defective part number: n/a. Work order notes: subject / reported: carryover on loader sample. Problem description: carryover on loader sample. Work performed: carryover test, laser alignment, characterization qc the instrument is working well. Cause: carryover. Solution: the instrument is working well. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part#: 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes, no. Azure ID: 89210. ID: libivd-ra-102 3.1.8. Hazard: incorrect output. Cause: sample carryover error - electronic. Harmful effects: events appear in wrong tube (false positive result). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Root cause: based on the investigation results the root cause of the carryover was due to an alignment issue. Conclusion: based on the investigation results, the root cause of the carryover was due to an alignment issue. The field service representative (fsr) performed carryover test, a laser alignment and qc characterization. No parts were requested for evaluation as there was no parts replaced. After the repair the instrument was tested and was performing as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.